Event description:
During routine bronchoscopy procedure a malfunction in the disposable biopsy forceps was noted. The forceps were checked for proper function prior to use and found to be in satisfactory working order. After two successful biopsies utilizing this device were obtained a malfunction was noted and the forceps removed from use. In the process of removing the device the internal channel of the bronchoscope was damaged. The pt sustained no injury from this malfunction device. Upon close inspection of the disposable forceps two wires which function as the mechanisms for opening and closing the forcep jaws were seen protruding from the distal end of the device.